Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were hard to press, sticky and back button was unresponsive. Customer stated that the insulin pump had random no delivery alarms and stuck button alerts. Insulin pump had louder sound like a grinding noise. Insulin pump screen was scratched up and hard to see. Sometimes insulin pump was rewound halfway then stop and had to do it again. No harm requiring medical intervention was reported. The device will not be returned for analysis.